Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a caesarean section, on a cross stitch suture on the uterine muscle for hemostasis of not more than 500cc, the needle broke. Another suture was used to resolve the issue. There was no patient injury.